Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report: 3006705815-2020-30929. It was reported that the patient's scs ipg was autoreducing, thus not providing effective therapy. Several contacts of the leads had invalid impedance and an x-ray revealed that one of the leads was fractured. Surgical intervention replaced both leads which resolved the problem and returned therapy to the patient.